Manufacturer narrative:
Date sent to the FDA: (B)(6) 2020. Additional information: b7.

Manufacturer narrative:
Date sent to FDA: 9/15/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2014 and mesh x2 were implanted. It was reported that the patient underwent removal surgery on (B)(6) 2014 due to hernia recurrence. It was reported that the patient experienced adhesions. It was reported that the patient underwent hernia repair surgery on (B)(6) 2014 and mesh was implanted. Other procedure is captured under separate files. No additional information was provided.